Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 10/13/2023. An investigation was conducted on 10/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. No packaging was returned. The harvesting device and cannula were returned loose and no hair or other contamination was observed on the product. The heater wire and clear silicone insulation of the hot and cold jaws were observed to be intact with no visual defects. The shrink tubing was observed to be peeled around the metal shaft pin. Based on the returned condition of the device and investigation results, the reported failure "environmental particulates; hair" was not confirmed, however the analyzed failure "peeled; shaft" was confirmed. Jb 18-oct-2023 the certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000332763 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. A hair was noticed in the packaging. They took the top plastic package cover off and removed the small tray with the dissection tip. The hair was on the white handle portion near the c-ring slider. They noticed the hair as they were about to take the harvesting device out of the tray, so they immediately passed it off. It never came in contact with the patient. A second device was pulled from the shelf to use on the case. The second hemopro 2 device was used successfully on the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.